Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, 18 acute post-op periprosthetic femur fractures (pff) occurred in the patients with a s+n synergy femoral stem during the primary tha via al approach study. Per the article, the well-described potential complication (pff) with the al approach has similar risks in the 3 months immediately post-op as compared to other approaches. Per correspondence, ¿each of these cases were individual fractures and do not represent a flaw in design or manufacturing¿. Patient specific clinically relevant documentation was not provided and the uncemented tapered-wedge style stem is unidentified. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to excessive forces applied to implant and inadequate design. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case. "Risk factors for periprosthetic femur fracture and influence of femoral fixation using the mini-anterolateral approach in primary total hip arthroplasty". Author: carl l. Herndon, md et al., the journal of arthroplasty. There were 684 primary thas in this study, 57 (8.3%) pffs (periprosthetic femur fracture) occurred. It was documented on the paper that there were 18 pffs in patients with smith & nephew synergy femoral stem.